Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
During an in-service, the olympus endoscopy support specialist became aware that a green colored bile substance was found in the instrument channel of a evis exera iii colono-videoscope that was hanging in the drying cabinet. No death, injury or infection was reported to olympus. No device will be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, regarding the exis extera iii colonovideoscope, during an in-service a substance was found in the instrument channel. We could not conclusively specify the root cause of the suggested event, however we presume the reprocessing process at the user facility was different from the process recommended in IFU and/ or staff were insufficiently trained on device handling and reprocessing in accordance with the instructions for use (IFU). The IFU states (reprocessing manual): "precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.". Olympus will continue to monitor field performance for this device.